Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Confirmed flow problem reported through patient data files. Circulation pump was serviced during the pm. After sanitization cycle, level sensor was reading full when drained. The outer shell with louvers has a spun out nut plate. Double bend tube and the chiller evaporator outlet tube found expanded during servicing. Tank seals found lifted from the tank. The device underwent pm servicing while in for repair. Replaced the outer shell due to a spun out nut plate. Reoriented level sensor. Serviced mixing pump. Replaced heater, and replacing both manifold o-rings and drain valves. Replaced double bend tube and chiller evaporator outlet tube. Tank seals were replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they emailed stating they would like to send the arctic sun device for 2000 hour service. The no loaner would be needed. They stated there was no flow with this device. The functional check showed that the inlet pressure was 0. They would order and replace the pump locally. Per investigator notification received on 11jul2023, it was reported that the arctic sun device level sensor was reading full when drained device after sanitization cycle, the outer shell with louvers has a spun out nut plate, double bend tube and the chiller evaporator outlet tube found expanded during servicing and the tank seals found lifted from the tank.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they emailed stating they would like to send the arctic sun device for 2000 hour service. The no loaner would be needed. They stated there was no flow with this device. The functional check showed that the inlet pressure was 0. They would order and replace the pump locally.